Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty fixating the helix of the right atrial (ra) lead into the tissue. The lead was explanted and no debris was noted on lead. The physician then proceeded to implant the right ventricular (rv) lead with no issues. A new ra lead was attempted, however the physician once again experienced difficulty fixating the helix into place, it was thought that the issue may be patient related. While the physician was working on fixating the second ra lead, the patient developed chest pain and became hypotensive. The physician performed an emergency echocardiogram and x-ray. The patient was noted to have developed a pneumothorax and a possible hemothorax. The patient was stabilized over the course of a couple hours and the second ra lead was successfully positioned. The initial ra lead was disposed of by the hospital staff. No additional adverse patient effects were reported.